Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient exhibited multiple episodes of noise on the atrial lead that caused pacing inhibition. On (B)(6) 2020, the lead was capped and replaced. The patient was stable pre, during, and post-procedure.